Manufacturer narrative:
No further information was available from the user site. The patient was unable to determine if his symptoms were related to the device.

Event description:
The customer service line of the manufacturer was contacted by a patient 3 weeks post-procedure. The patient reported that he still did not feel well after his colonoscopy. His symptoms included mucous discharge (immediately post-procedure) and abdominal pain. He was unable to determine if his symptoms were related to the device.